Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on cable unit, noise in the image and image not visible. Based on the results of the investigation, the likely cause was traced to be component failure that led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had some cutouts, interference and noise in the image with no image visible. There was no patient involvement.